Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. The manufacture date for this product is may 31, 2006.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced loss of capture resulting in asystole for approximately 2-3 seconds during a pacing threshold test due to sub-threshold outputs. The technician performing the test reported the cancel/stop button on the programmer screen did not respond immediately when pressed to end the test after loss of capture. The patient experienced symptoms of discomfort but no sycope or other adverse effects were reported and no further action was required. This system remains in service and the programmer will be returned for analysis.